Event description:
It was reported that the patient ¿needed¿ to have their implantable neurostimulator (ins) ¿taken out¿ because it was bothering them. The patient stated that the ins device had not worked in several years and they had some falls ((B)(6) 2014) where they landed on their chest where the implant was and ¿that kind of dislodged it¿. The device began to bother them after the fall on halloween. It was noted that the device did work for their pain for several months then ¿it didn¿t work for what it was meant to do¿. On follow up, the patient reported that they still had concerns regarding their device therapy but was working with their doctor. It was noted that the doctor had not yet got back to the patient regarding getting an appointment at the time of report. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3387-40, lot# n23888a, implanted: (B)(6) 1999, product type: lead. Product ID: 3387, lot# l65784, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found the battery was at normal end of life with okay telemetry and output.

Event description:
The patient&#38112;implantable neurostimulator (ins) was explanted and returned to the manufacturer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.